Event description:
Crew responded to a cardiac arrest call, fire crew were already on scene and had their AED attached to the pt. The AED was removed and the ems device was attached to the same electrodes. Reportedly the device would not go into paddles lead. The reporter stated the pt was doa when the crew arrived; ECG electrodes were attached to the pt and asystole was verified.